Event description:
A malfunction was reported on the pump, identified by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and helped in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose again, which the customer acknowledged and understood.